Manufacturer narrative:
This lead was explanted on (B)(6) 2019. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted on (B)(6) 2019. Upon receipt, the two leads under complaint were subjected to an extensive analysis. The performance of the devices was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection of the plexa lead showed an elongated and kinked fixation helix. Damaging the fixation helix requires the presence of severe mechanical stress. Causes for elevated stresses are difficult to determine. Different factors such as tensile forces during the surgery or in the implanted state may have contributed to this observation. Further analysis of the two leads did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for these two leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of both leads did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, the physician reported that both lead were dislodged. On (B)(6) 2019, the atrial lead was extracted because the physician decided to perform a downgrade to an single chamber ICD and the ventricular lead was repositioned in septum.